Manufacturer narrative:
The service inspection found a sudden loss of vision due to cable disconnection failure. Additionally, the scope connection has noise and or is not smooth/discomfort. The camera failed the water leak test. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer camera head was returned to olympus repair for a reported, ¿cable disconnection¿. The customer reported problem was found during an unspecified event. Upon inspecting and testing, the camera head was found to have a no image malfunction, no image appears due to a defective cable unit. No death, injury or harm was reported to olympus. This report is being submitted to capture the no image malfunction.